Event description:
It was reported that during a laparoscopic appendectomy procedure, the device was creating more vapor than normal from the very beginning of the case. As they continued, the tissue pad melted. It was still attached. The wound searched for any fragments. None were found. This occurred at the end of the case, no need to open another device. There was no patient impact.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent the hand piece was received in good physical condition. It was connected to a generator, evaluated with a test instrument and was found to be functional. During testing the phase margin and frequency values were recorded out of specification; however, an out of range value for these two will not interrupt device function or generate an automatic error code, contributing to the reported event. When the handpiece was disassembled, evidence of refurbished activities and component replacement was noted. The acoustic isolator was found to be torn. The internal wires were different from the standard wire used at the current ees manufacturing process. Additionally, evidence of moisture was noted inside the handpiece. The handpiece has a number of seals to prevent fluids from entering the housing. ¿evidence of moisture¿ describes a condition where water vapor enters the handpiece cavity during the steam sterilization process. The primary path of ingress is the distal seal, caused by a reduction of compressive force on the distal seal. It is possible that disassembling the device to replace some of the internal components, including the isolator, could have contributed to the loss of compressive force, allowing the ingress of moisture. It is probable that the ingress of moisture affected handpiece functionality. The disassembly by a third party could have caused the moisture ingress. Because of these modifications the integrity of the instrument was compromised causing one or all of the failures.